Event description:
The tech alleged that while checking the bed they found that one of the controls were working and no lights were on. No pt impact.

Manufacturer narrative:
The tech found that fluid corrosion on the power control board. The tech replaced the power control board to resolve the issue.